Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states a female pt was admitted for a gi bleed and acute renal failure. Required a dialysis catheter for impending dialysis. On (B)(6) 2013 at approx 1100 a mahurkar q plus dual lumen catheter kit with curved extensions was used for dialysis access. Chest x-ray post placement confirmed that the catheter tip was in the right atrium. It needed to be pulled back approx 6 cm. It approx 1600 the catheter was being exchanged for a 16 cm catheter. The guide wire was re-threaded and the pt complained of shortness of breath. Another x-ray was taken and this placement was incorrect and raised concern for perforation. Chest CT scan was performed and confirmed the ij catheter distal tip within the left upper anterior mediastinum outside of the deep veins. Suspect perforation of the brachiocephalic vein with dependent air and small hematoma. Upon removal of the catheter and guide wire it was determined that the guide wire had exited the side port of the catheter (abnormal) and potentially caused the perforation of the vessel. Pt was transferred to mgh in boston for vascular repair. As of (B)(6) 2013 pt is doing well.